Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the devices experienced sluggish performance and inconsistent biometric ID recognition. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier need firmware update. A technical support specialist found that station was set up with build 1.10.0.4 and synced to enterprise server. User a was registered with biometric identifier. Log in mode was set to user identifier + biometric identifier. During testing, placing finger on biometric identifier sensor while clicking "sign in" required lifting and re-placing finger for authentication. Issue reproduced and expected seamless authentication did not occur. Tss stated that station was good to go, and customer confirmed case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the devices experienced sluggish performance and inconsistent biometric ID recognition.". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.